Manufacturer narrative:
Additional information was received on 10/15/2020, patient had an explantation on (B)(6) 2020. Patient's impacted side is right. Patient was replaced with a 550cc cpx4 tall mentor tissue expander . Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: wound infection. (B)(4).

Event description:
It was reported that a female patient who underwent breast surgery with an unspecified tissue expander experienced an infection post procedure. As a result, patient had an explantation on an unknown date.